Manufacturer narrative:
Manufacturing name and address should be considered confidential. Method - product was not returned to the manufacturer. Results - product was not returned for evaluation. Conclusion - no conclusion can be drawn.

Event description:
The consumer purchased ace deluxe wrist stabilizer 207278, s/m, right. She wore the product on two consecutive days for approximately 8 hours each day while at work. She noticed the area between her thumb and forefinger was red with small "blisters" on her skin. It was swollen and itched. She received a hydrocortisone shot.